Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging were returned for evaluation. The samples were leak tested per specification and it was noted that leakage occurred at the proximal end of the blood filter where the tubing connects into the filter. The reported defect of leakage at the blood filter was confirmed through physical testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although the defect was confirmed the exact root cause was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the product is leaking. No injury reported.